Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The patient stated on thirty minutes after inserting the sensor on (B)(6) 2020, she started bleeding from the insertion site and was unable to stop it. She stated she was bleeding for 12-hours. She went to the emergency department and was treated with gelfoam and surgifoam which stopped the bleeding. She was discharged home from the emergency department on (B)(6) 2020. At the time of contact, the patient was doing good. No additional patient or event information is available.